Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 69-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. It was reported that during the placement of the impella cp, delivery of the device was difficult and a forced stick on the upper 3rd of the femoral head created a small dissection of the vessel. The insertion proceeded with a placement of a 14f sheath to seal the damaged vessel while intervening and the impella cp device was inserted without issue. The patient was successfully weaned and the impella cp was explanted. After the impella cp device was explanted, the vascular damage was treated with manual pressure and placement of a stent.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product for the root cause of this investigation is not determined.